Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on and the status indicator is permanently lit. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
There are only two events recorded on the pad device memory. The two events are on (B)(6) 2011. This indicates the memory was erased on or before "(B)(6) 2011". The returned device was found to power up and off when a pad-pak was inserted but it would not switch on again, confirming the report. Though no fault was found with the pad or pad-pak the problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.